Event description:
Refence number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment at the quick release on (B)(6) 2024. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 09-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: review of complaint record database(B)(4) event description and all available information was completed, and lot number 6003118 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - detachment / significant wetness a query was run in the electronic quality management system (eqms) on 09-mar-2026 against lot number 6003118 and similar malfunction code(s). Leak between tubing and site connector - detachment / significant wetness leakage from connection between the tubing connector and the infusion set (cannula part/base piece) leakage from connection between the tubing connector and the infusion set (cannula part/base piece) (specific cause identified) tubing detached from tubing connector tubing connector is cracked, split, deformed, leakage may occur no records were identified for this lot and similar related issues. A non-conformance (nc)/CAPA query search was run in the eqms system performed on 09-mar-2026 against lot/batch number 6003118. No records were found. DHR review: the device history record (DHR) for lot 6003118 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code . Conclusion of complaint investigation: lot no. 6003118 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts).